Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on may 23, 2024.

Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2024 due to thick skin flap. However, the issue could not be resolved. The device was explanted under general anaesthesia on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.